Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the defective battery which resolved the issue, and the iabp was operational. The stm then completed the pm service and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named, is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had failed the battery run time test. The iabp batteries failed to hold charge within specification and then shutdown. No patient was involved and no adverse event was reported.